Event description:
This ra lead was implanted on (B)(6) 2017 and remains implanted as of this time. A call was placed in technical services on (B)(6) 2017 stating that this lead was involved? With undersensing that of vf which resulted in some unnecessary pacing. The patient was found unconscious on her chair. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).